Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from india of peritonitis in a patient coincident with dianeal pd2 ultrabag for peritoneal dialysis (pd). On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for the peritonitis. On an unreported date, remedial therapy began with vancomycin 1gm and fortum 1gm. The outcome was unknown.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or user error was identified. The cause of the peritonitis was undetermined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed